Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt of the left ventricular lead, the threshold was high, so the physician decided to place the lead in another position. The threshold was good, but the guidewire would not come out of the lead. After unsuccessful attempts to remove the guidewire, the lead was taken out and replaced with a new leadwire. Once the lead was out and on the operating table, the physician still could not remove the wire. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. The stylet/guidewire was kinked/buckled. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with a guidewire stuck in the lead. The distal tip of the guidewire is stuck in the tip nose of the lead due to kink/buckling. Guidewire test could not be performed due to a guidewire stuck in the lumen of the lead. If information is provided in the future, a supplemental report will be issued.